Event description:
It was reported that a patient underwent a sling procedure and cytoscopy for stress incontinence on (B)(6) 2010. Post operatively, the gynecologist reported that the patient hemorrhaged and it involved the mesh which therefore did not lie properly and eroded. The mesh eroded into her urethra. Up until (B)(6) 2012, the patient required seven procedures to excise the eroded mesh. The patient has ongoing pain, walks with a stick at times, and needs ongoing psychotherapy and physiotherapy. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.